Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 473 mg/dl. The customer¿s other blood glucose levels were 479 mg/dl, 111 mg/dl and 379 mg/dl. The customer also state that they receive a calibration not accepted alert a change sensor alert. The customer was assisted with troubleshooting and declined for high blood glucose and for sensor issues. The insulin pump will not be returned for analysis.